Manufacturer narrative:
A lot history review could not be performed, as the lot number is unknown. Visual inspection and functional/performance evaluation: the sample was not returned for evaluation. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. Per the reported event details, the technician was holding the breast up during the biopsy procedure. Therefore, it is likely that inappropriate procedure technique contributed to the reported event. However, the definitive root cause is unknown. Labelling review: the current IFU (instructions for use) states: precautions: this product should be used by a physician who is completely familiar with the indications, contraindications, limitations, typical findings and possible side effects of core needle biopsy, in particular, those relating to the specific organ being biopsied. The introduction of the needle into the body should be carried out under imaging control (ultrasound, x-ray, CT, etc.). Potential complications: potential complications associated with core biopsy procedures are site specific and include, but are not limited to: hematoma; hemorrhage; infection; adjacent tissue injury; pain; bleeding; hemoptysis; hemothorax; non-target tissue, organ or vessel perforation; and air embolism.

Event description:
It was reported that during an ultrasound guided breast biopsy, the needle went through the pt's breast and stuck the technician assisting in the procedure. The tech was sent to the emergency room for eval and the pt only required add'l pressure to the wound site. There was no known pt impact or consequence to the pt; however, the status of the technician is unk.

Manufacturer narrative:
The device has not been returned and the lot number had not been provided. The user facility provided the pt age and sex; however, the age, sex, and weight of the user is unk at this time. The investigation is currently underway.